Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported glare- surgical intervention required & halo halo vision- surgical intervention required issues). Attempts were made with the customer to obtain additional information, however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from a patient¿s left eye due to the patient experiencing halos and glare. A different lens model, dcb00 with a power of 22.0 diopters, was successfully implanted as the replacement. No additional medical interventions such as vitrectomy, sutures, or incision enlargement were required during the procedure, and no patient injury was reported. No medications outside the standard of care were prescribed, and no further surgical interventions are planned. The patient¿s current postoperative outcome is not available. No additional information was provided.